Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 5. The home patient (hp) checked the lines and bags and found no leaks. The hp would complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the caller. Product surveillance contacted hp regarding the report of a system error 2240 alarm. The hp stated the root cause of the alarm could not be determined. The sample is available for evaluation. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Per the customer, the sample was discarded. The cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. If the sample is received, a follow-up report will be submitted.